Event description:
It was reported that the lead was "kinked" and that the impedance was low. A lead fracture is suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) - the full lead was returned, analyzed and the inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo, the proximal conductor of the lead became extrinsically distorted due to kinking/buckling, the outer insulation of the lead was cosmetically impacted at the first rib/clavicle site while in vivo, the outer insulation of the lead developed a cosmetic depression while in vivo. Cross continuity test failed due to inner insulation breached/in-vivo/ clavicle rib crush(see photo). This is contributed to the electrical complaint, low impedance.